Event description:
It was reported that during an anterior resection procedure, the surgeon tried to turn the piece on the end of the handle and it would not turn and then when he went to fire, it did not work and the staples fell out of the gun. Opened another one and that worked. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual conditions and with cartridge present on the device. The device was tested for functionality with a test cartridge and it form the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. The instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward.